Manufacturer narrative:
(B)(4).

Event description:
Ultra fast fix packet was opened and no foam insert was on introducer. When surgeon attempted to use introducer second anchor deployed prematurely and device therefore failed, second fast fix used with success. Sales rep. Advises that t1 implant is in the patient. Second implant was removed.